Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported they were having trouble with the delivery of the bolus for several months, 6 months or longer. Patient stated they were getting stuck at 90% and it takes 3 to 4 minutes before the bolus would complete. Patient stated personal therapy manager (ptm) was taking long time to connect. Patient stated they get 8 bolus a day. Patient service assisted patient with clearing the data and closing out all applications. Agent was unable to get handset serial number. The troubleshooting steps taking on the controller resolve the issue. Information was omitted as reported in (B)(4) (communicator not holding charge).